Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17611, 2938836-2019-17729. It was reported that when the patient presented post implant in the emergency room with chest pain, a large pericardial effusion was seen on echocardiogram. The patient had a stent placed prior to the procedure and the cause of the effusion is unknown. A pericardiocentesis was performed and the patient was stable following.